Event description:
Reporter called to report about the numerous issues she has been having since she had silicone breast implanted in 1990. She reports that her breast are now very swollen. She has swollen lymph nodes in her groin, throat and armpits. Her connective tissues hurt and she suffers from edema all over her body especially on her legs and hands. She also said when the implanted ruptured, silicone leaked out to different parts of her body including her lungs, spleen and kidneys causing granulomas and lymphomas. She also suffers from reoccurring infections which are not responsive to antibiotics. Due to fungi infections her finger nails have fallen off leaving wounds and scars that will not heal; now they look red, swollen and nasty. She suffers from excessive thirst which left ber dehydrated and caused kidney stones. Further more; she has neurological deficiencies which make talking and thinking difficult. There is also some kind of skin growth on her knee and she has joint pain all over her body.